Event description:
It was reported that cgm showed error code 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and cgm error did not appear again after reset.